Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with these packaged lots concluding all inspections were performed per the applicable operations and met qc specifications. H3 other text : see h.10.

Event description:
It was reported that needle clog occurred during use with a bd ultra fine¿ pen needles. The following information was provided by the initial reporter. "Consumer reported nothing comes from the pen needle during the injection. Also reported pen needle is bent. She has had this issue with 2 boxes. Same item # for both the boxes."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8311933. Medical device expiration date: 2023-11-30. Device manufacture date: 2018-11-07. Medical device lot #: 9009592. Medical device expiration date: 2019-03-11. Device manufacture date: 2024-01-31. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that needle clog occurred during use with a bd ultra fine¿ pen needles. The following information was provided by the initial reporter, "consumer reported nothing comes from the pen needle during the injection. Also reported pen needle is bent. She has had this issue with 2 boxes. Same item # for both the boxes."